Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 50% stenosed target lesion was located in the moderately tortuous common iliac artery (cia) extending 50mm in length to the external iliac artery (eia). After successfully deploying a 10x39 wallstent rp in the lesion, the 8.0-40, 80 wanda balloon dilatation catheter was advanced for post dilatation. During the first inflation, a pinhole rupture occurred at 3 atms. The procedure was completed with another of the same device. There were no patient complications reported and the patient¿s condition was reported as `good'. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4).

Manufacturer narrative:
Device evaluated by MFR: visual and tactile examination of the returned device revealed no damage to the shaft of the device. The balloon was not folded or wrapped around the shaft. Traces of contrast media were visible inside the balloon. The device was attached to an inflation unit and an attempt was made to inflate the balloon to its rated burst pressure (rbp) when a leak was noted. Microscopic examination of the balloon observed a 2mm longitudinal tear located 6mm proximal to the proximal edge of the distal markerband. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 50% stenosed target lesion was located in the moderately tortuous common iliac artery (cia) extending 50mm in length to the external iliac artery (eia). After successfully deploying a 10x39 wallstent rp in the lesion, the 8.0-40, 80 wanda balloon dilatation catheter was advanced for post dilatation. During the first inflation, a pinhole rupture occurred at 3 atms. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was reported as 'good'. This product is only ous approved but it is similar to an approved us device.